Manufacturer narrative:
The device was evaluated by a zoll field service technician at the customer site. Two batteries were found to be completely depleted, which can cause no power up. The customer were guided through the battery replacement process. Per the operator's guide, "you must replace all 10 batteries at once. Do not replace individual batteries". The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement at the time of the reported malfunction.